Manufacturer narrative:
Despite multiple requests to the health care provider, we have been unable to get information on number of patients, the nature of the alleged injury, or details about the type of medical intervention that is required after multiple requests. We also do not have product lot number to do any evaluation and the product involved in these alleged incidents has not been returned to us for examination. Therefore we cannot confirm or support the current allegation of ¿serious damage¿. If more information becomes available, we will update this report.

Event description:
The first report was that there were some complaints about pm (B)(4), vague story. On (B)(6) the company representative visited the hospital with the intention to pick up the complaint product(s). But they did not receive any complaint products and the lot number is unavailable as the customer had disposed them all. The customer told the company representative there were patients who had white and black fingers while using our pms (B)(4). The customer thinks the kit has caused the problems. Out of courtesy the company representative exchanged the ''old'' (B)(4) system for the new (B)(4).